Event description:
It was reported that the home patient received a high drain 103 alarm on the home choice device, during peritoneal dialysis (pd) therapy (a high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). The patient stated they had a stomach ache prior to starting therapy but felt better once therapy started. The patient stated they did not feel bloated, too full, or any other iipv symptoms. The technical service representative explained the alarm. The patient would complete therapy with manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported high drain 103 alarm was verified in the event log. The device passed homechoice returned instrument test/evaluation (rite) functional testing and electrical safety analyzer testing. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The service history review revealed no previous service events that would cause or contribute to the reported problem. The direct cause of the iipv event was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.